Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for post implant procedure follow up check. Upon examination, it was discovered that the right ventricular lead exhibited an increase in capture threshold. X-ray imaging was performed which revealed the lead was dislodged. A lead revision was then performed. During the procedure, the physician attempted to screw the helix into position within very few helix rotations in each attempt. However, the lead came off from the deployed position each time. The lead was removed and examined closely. The physician found a white substance attached to the tip of the explanted lead. A different lead was then used to completed the procedure without incident. There were no further adverse consequences to the patient.

Manufacturer narrative:
The complete lead was returned in one piece and was measured at 57.9 cm. The lead was returned with extended helix and the steroid plug was found shifted distally. The shifted steroid plug found was consistent with the visual observation made at the time of the procedure. The reported event of increasing capture threshold was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. The lead helix was found to be within normal specification. No other anomalies were found.